Event description:
Product being returned for symptoms associated with current field action. Ref. (B)(4).

Manufacturer narrative:
Return of product pending. Classification of field action & assignment of reference number is pending.